Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer high blood glucose level was 490 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injection. The customer stated that the insulin pump had no delivery alarm during manual prime. Customer states the insulin did exit. Advise to rewind pump, reinsert reservoir into pump and run manual prime to at least 5.0 units. Customer states the pump did not alarm no delivery. Customer's outcome pertaining to the complaint. The device will not be returned for analysis.